Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.